Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Device is being used off labeled. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for severe nerve pain and migraine like pain. It was reported that the ins was implanted in 2003 and within weeks the patient experienced their first problem. One of the leads broke and the patient had to go back in for surgery. The surgery was incredibly painful; they had to be awake for it and could feel them pushing the lead into their head. This was done a few times. The patient had five different surgeries to fix broken leads and battery problems. It went on like this for three years. ¿it¿ never worked properly and the patient was going to the doctor constantly because it wasn't working. When the leads broke, it hurt. One just sizzled and died, that one the patient really felt. Another case, the lead moved and quit working. Throughout the three years the patient not only dealt with the pain the leads and ins quit working, but also the nerve pain the ins was meant to fix. The patient still experienced migraine-like pain every few weeks. The entire device system has been removed. Now the patient has pain from the surgeries they went through. The patient has constant pain in their neck where the surgery was performed, pain where the ins was, and a lot of pain and scar tissue on their head. It was the patient¿s ¿worst experience of their life¿ and was really terrible. It was noted that a manufacturer representative was at every surgery and there to program the device afterwards. The patient felt that there was an issue with the devices and that the devices were defective. No further complications were reported or anticipated.